Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, fold creases, around 0-25% of the shell is missing, a dark circle around the patch and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified wear abrasion, a broken shell with sharp edge in the same location of crease assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is a broken shell with sharp edge in the same location of crease assessed as fold flaw opening and a missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.